Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient ID, date of birth and weight were not provided for reporting. (B)(4). Expiration date= na. Lot number = (10)3207b. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: neosporin; unknown dosage and time; drug: aloe; unknown dosage and time. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 16, 2017. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2018-00035. The same patient is represented in each medwatch. Medwatch 8041154-2018-00034 is for the redness with the initial device & medwatch 8041154-2018-00035 is the for the reaction with the last device. If information is obtained that was not available for the initial medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old female consumer called to report that she sustained a chemical burn on her finger while using bandaid sheer band-aid. Consumer stated that she had cut her finger and was using the sheer band-aids to keep the cut clean and dry. Throughout the week, consumer stated that she changed the band-aid two-three times at her discretion. Consumer stated she has sensitive skin and is sensitive to adhesive. Consumer stated upon application of the first one or two bandages she noticed redness and a rash developing. As she changed the band-aids throughout the week, due to wetness, the intensity of the rash and redness increased. She applied neosporin and an unknown cream to the rash. Upon the last application of the band-aid she stated that she had a chemical burn. Consumer stated she went to her dermatologist and he prescribed an unknown named cream to use twice a day. The consumer stated the cream is helping in her recovery, but her skin is peeling due to the burn. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2018-00035. The same patient is represented in each medwatch.